Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 during the fill tubing process, and repeated restarts did not resolve the malfunction; the user transitioned to manual insulin and a replacement device was arranged. Symptoms included no reported adverse clinical effects, with blood glucose reported at 140 mg/dl. Outcomes included the user¿s temporary discontinuation of automated therapy and continued diabetes management using manual insulin without medical intervention. Investigation included remote troubleshooting guidance, data sync instructions, and coordination for return of the original device for evaluation. Investigation of this device revealed a suspected device malfunction related to the pump¿s fill tubing operation consistent with an operational failure requiring replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.